Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a sudden increase in shock impedance measurements from 50 ohms to greater than 200 ohms. No adverse patient effects were reported. The patient was to undergo a revision procedure in the near future. Additional information indicates that this patient underwent a revision procedure. The physician first replaced the ICD; however, the high out of range impedances continued therefore, the rv lead was surgically capped and abandoned. It was determined that the lead was the source of the high out of range impedances. A new ICD and rv lead was successfully implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed in two segments. The distal high voltage cable was fractured at the proximal end of the connector block inside the yoke molding at 95 mm. A partial secondary proximal fracture was discovered upon removal of the cable insulation at the kink in the cable near the complete primary fracture. Both, the primary and partial secondary proximal fracture surfaces of the high voltage cable show evidence of fatigue. As a result, the clinical observations were confirmed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.